Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Patient ID, age, and weight requested.

Event description:
Clinic reported a patient who experienced an infection in right axilla 14 days post miradry treatment. Update: antibiotics were prescribed when the patient was at an urgent care clinic. By 37 days post-treatment, the symptoms were resolving.

Event description:
Clinic reported a patient who experienced a possible infection in right axilla 14 days post miradry treatment.